Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and cerebral palsy. The patient's father reported that the patient had her pump replaced on (B)(6) 2015 and had multiple hospital stays since that time for becoming unresponsive. The patient was placed on a ventilator 5 times. The father stated that they had always blamed the neurological change on urinary tract infections (uti) or other infections. The father and mother felt that it had something to do with either the pump or the catheter. The patient was currently in the hospital with no infection, but they were still having trouble waking her up at times, and at other times she was fine. The father believed it had to do with the patient's position. There were times that they positioned the patient on her side and "she will be out." They were being told by the physician that nothing could go wrong with the pump. It was indicated that physicians had tested the device system and no results showed that the patient should have been going unresponsive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.